Event description:
It was reported that a pt received a second degree burn (approx 1.5" in diameter) on the bicep of the left arm during a mr scan because inadequate padding was used to prevent bore contact.